Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal generator change out procedure the right ventricular (rv) lead exhibited high out of range shock impedance measurements when connected to the new generator. Previous shock impedance measurements prior to pocket opening were within normal range. An x-ray was performed and the distal portion of the distal coil was spread apart. Subsequently the lead was surgically abandoned and the device was left in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted over three years later and returned for analysis.